Event description:
It was reported there was a connection problem between the programmer and analyzer. Another programmer was available, so it was used instead. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm a connection issue. The programmer passed all testing. (B)(4) no electrical anomalies found with the device. Three pins found damaged on the patient input connector.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm a connection issue. The programmer passed all testing. (B)(4) analysis of the pacing system analyzer is in process; the results will be forwarded when available.